Event description:
The customer reported that the sys displayed a "file system corruption detected - system files have been corrupted and are not recoverable" error message at boot up. This error message will prevent the sys from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys software was reloaded and the cine drive was reformatted. The sys was then found to be operating as intended.